Manufacturer narrative:
The returned device was tested at 10 lpm and 15 lpm to confirm peep reading. At both flows the peep reading was at the low end of the range (4 cm of h2o and 10 cm of h2o respectfully) with the dial turned to the limit. The high end of the peep range could not be satisfied therefore it does not meet the claimed product performance. A nonconformance will be initiated to further the investigation.

Event description:
The customer alleges that "peep range too low for lpm setting on device." No other details were provided and no patient injury/harm reported.